Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 18693587, model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 20712266, model/catalog description: precision spectra ipg kit. The explanted devices were not returned to bsn as it were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the lead site. The patient was prescribed antibiotics. The patient underwent an explant procedure.